Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set IV is coming apart from the tubing. The following information was provided by the initial reporter: per xxxxxxx there is not enough adhesive and it is coming aprt from tubing.

Manufacturer narrative:
Investigation summary: 100 unused samples were received and tested by our quality team. The sets were pull tested between tubing and drip chamber with a tensile force greater than that which should ever be applied in a clinical setting. Of the 100 unused sets, 3 separated. The tubing was analyzed under microscope and the 3 sets that separated showed evidence of lack of solvent (or glue) applied during assembly. This verified the customer's complaint and the manufacturer has been notified of this instance and is taking action to eliminate further occurrence of this issue. In the future, it is more helpful to receive the affected sample than unused lots. The root cause of this failure can be attributed to lack of solvent. A device history record review for model 10802688 lot number 22109303 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set IV is coming apart from the tubing. The following information was provided by the initial reporter: per xxxxxxx there is not enough adhesive and it is coming aprt from tubing.